Manufacturer narrative:
Investigation of the returned inspiratory pressure transducer printed-circuit board (pcb) and evaluation of the received device logs has been finalized. Evaluation of the received test logs showed that the pressure transducer sub-test of the pre-use checks tests had been failing due to a low measured offset from the inspiratory pressure transducer. This had been found dating back to (B)(6) 2016. The date of event has been updated accordingly. The reported pressure transducer sub-test failure was reproduced when the returned pcb was tested in a reference ventilator. During ventilation testing an alarm for low peep (positive end expiratory pressure) was generated and the respiratory rate was higher than set. When the pressure sensor was replaced, performed pre-use checks tests passed without deviation and no alarms were generated during ventilation testing. The pressure sensor's offset drift is the cause for the reported failure. The root cause for the observed offset drift has not been determined from this investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer and safety valve sub-tests during the pre-use checks tests. There was no patient involvement reported. (B)(4).